Manufacturer narrative:
A concerto implant coil was returned for analysis within a shipping box; within an opened concerto implant coil inner pouch and within a dispenser track. Visual inspection/damage location details: the concerto implant coil returned out of introducer sheath. The concerto coil pushwire was found to be bent at 68.4cm, at 115.8cm, kinked at 140.9cm and at 187.2cm from proximal end. The implant coil was found to be broken and found within introducer sheath. The concerto coil could not be pushed out further from the introducer sheath for further evaluation as it was found to be stuck. The implant coil was found to be stretched and damaged within introducer sheath. The concerto coil tip od (outer diameter) was unable to be measured as it was stuck within introducer sheath. The ID (inner diameter) of the introducer sheath was measured to be 0.0185in which was found to be within specifications. No other anomalies were observed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. However, the root cause could not be determined. There were no reported issues pushing the concerto coil out from within its introducer sheath during preparation. Therefore, it is possible that the implant coil became damaged during return of the implant coil back into the introducer sheath. It is possible insufficient preparation of the concerto coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. There was no indication that the event was related to a potential manufacturing issue, so a device history record review is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil was stuck in the sheath, so it was replaced without further complication. The patient was undergoing gastroduodenal artery embolization. It was noted that the patient's blood flow and vessel tortuosity were normal. The devices were prepared as indicated per the IFU. There was no damage seen to the coil or catheter. There were no related patient symptoms. Ancillary devices include a maestro 2.8f microcatheter. Additional information received indicated the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.